Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, a stored alert for a single measurement of high, out of range hv lead impedance was observed on the svc-can vector. No programming changes were made. The patient received no adverse conditions from the event.

Manufacturer narrative:
(B)(4).